Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was admitted to the hospital due to receiving inappropriate high voltage therapy and was discharged 5 days later. On (B)(6) 2017, the patient presented to their following physician. Upon device interrogation, it was noted that the right ventricular lead was dislodged and the lead was sensing both atrial and ventricle resulting in high voltage therapy. The patient presented on (B)(6) 2017 for lead revision. The lead was explanted and replaced. The patient was discharged.